Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes measured data showed impedance >1990 ohms while the pace- maker systems analyzer showed a lead impedance of 490 ohms.